Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Needle used for a second suture broke at eyelet end. Unable to see or palpate the fragment.